Event description:
During the treatment of an a-comm aneurysm, the embolization coil was deployed within the aneurysm. Upon further manipulation of the microcatheter to position the last coil loop, the coil detached. A small portion of the last coil loop protruded into the parent vessel. No attempts were made to retrieve the coil. No pt was reported to have no defects post procedure.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned sample revealed findings that were not consistent with the complaint reported. The device returned had the implant attached to the delivery pusher. The implant was slightly stretched and kinked at the proximal end. The root cause of this complaint cannot be determined based on the info provided. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.